Event description:
It was reported that the customer did not think they were receiving insulin and subsequently delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.